Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing a vibratory notifier for high voltage lead impedance. No intervention was reported, the patient would continue to be monitored. No additional information was available.